Event description:
Currently, no procedure is scheduled as the endoleak has resolved. No clinical sequelae were reported and the patient is fine.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 56mm diameter and 107mm in length abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 20 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 8.3 mm in diameter and the left external iliac artery measured 6.7 mm in diameter. The right internal iliac artery measured 26 mm in diameter and the left internal iliac artery measured 16 mm in diameter. The angle of the neck against the aneurysm 30°. The shape of the proximal neck was reverse tapered and it was calcified. It was reported that the delivery system was just under the renal artery, the stent graft was deployed; however, the stent graft moved down 5 to 10mm. There was a type I endoleak and touch up was done with a reliant balloon; the endoleak did not resolve. An aortic cuff was successfully implanted; however, the endoleak did not resolve. Touch up was done again with a reliant balloon; the endoleak did not resolve. No additional clinical sequelae were reported and the patient is being monitored by their physician. Physician comment: the shape of proximal neck was reverse tapered and it was calcified. Due to calcification the sealing was incomplete resulting in the endoleak.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, inaccurate device placement); patient¿s condition affected effectiveness of device (anatomy related; reverse tapered and calcified proximal neck). Conclusion: inherent risk of a procedure (endoleak, inaccurate device placement); device failure/lack of effectiveness related to patient condition (anatomy related; reverse tapered and calcified proximal neck).